Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, the device revealed evidence of clinical use including biological material on the distal tip and the teflon pad was detached from the jaw. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root cause is applying prolonged pressure between instrument blade and tissue pad without having tissue between them. The instructions for use (IFU) state: -care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Clamping the tissue pad against the active blade without tissue on the full length of the blade will result in higher blade, clamp arm and distal shaft temperatures and can result in possible damage to the instrument. If this occurs, there may be an instrument failure, and the generator touchscreen displays a troubleshooting message. -during and following activation in tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may be hot. Avoid unintended contact with tissue, drapes, surgical gowns, at all times. -blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. -a thorough understanding of the principles and techniques involved in laser, electrosurgical, and ultrasonic procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the harmonic scalpel shaft touched a trocar and melted the tip of the trocar. There was no patient injury, medical intervention, and extended procedure time reported was minimal. These are commonly used devices that are readily available.